Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager was unable to duplicate the reported issue. He completed a successful system verification to specs. A log file review was completed and indicated gas exchanges were not properly completed starting on (B) (6) 2009. On (B) (6) 2009, the site did not complete a gas exchange and the voltage increased. After the first treatment of the day, the laser produced a warning message that voltage exceeded the maximum and gave instructions to complete a gas exchange. A gas exchange was completed and the voltage reduced. A gas exchange was not completed on (B) (6) 2009 and on the day of this pt's surgery, the voltage was again increased. During the surgery on this pt, the laser produced a secondary energy too low error message and energy warning error message at 63% of the treatment. Treatment was then interrupted. The log file showed the treatment was re-entered and the surgeon completed the first 35% of the treatment, not the end 35%. Due to numerous gas exchanges not being completed. The laser produced high voltage end energy warnings throughout the last month. Non-product factors including pt response to the laser ablation, pt healing characteristic and the preoperative pt selection were reviewed. Pt's clinical info was limited to preoperative measurements and 1 week postoperative period. The pt presented with an ocular history positive for soft contact lens (ctl) wear, and was out of ctl one week prior to measurements and treatment. The preoperative uncorrected visual acuity (ucva), manifest refraction (mr) and best corrected visual acuity (bcva) were, 20/400, -7.25-2.00x180, 20/20 and on (B) (6) 2009 the pt underwent myopia with astigmatism lasik. According to the surgeon, the procedure was aborted at 65% of treatment when a high voltage error occurred. The laser was reprogrammed with the same initial treatment plan and the first 35% of the treatment was delivered in order to complete the 100% of the planned correction. During the one week postoperative period the pt demonstrated similar ucvas, mrs and bcvas, with the final ones reported as 20/30, +1.00 ds and 20/25. An e-mail from the surgeon indicated that during the one month postoperative visit the ucva was 20/20 in the left eye (os), which "may have gotten over corrected is practically plano", it also stated the pt "seems to be ok." No mr, bcva or any additional info was provided. Based on the limited info provided by the site/surgeon, this complaint has been classified as overcorrection. The term overcorrection, refers to an event in which the refractive outcome is measured by manifest refraction spherical equivalent (mrse), is greater in magnitude than the intended mrse. The overcorrection can occur due to product related factors or more commonly, non-product related factors. The severity of the overcorrection is determined by the magnitude as reported in the investigation. In this case the severity was determined to be marginal. The clinical info was limited to a one week post operative period, where the pt demonstrated an apparent overcorrection. At that time the postoperative refractive state may not have stabilized therefore providing an inaccurate measurement of the residual refractive error, as the usual period for healing and vision stabilization after refractive surgery is one to 3 months. The pt was noted as a contact lens wearer; however, there was no indication of the type of contact lens, daily or extended, nor de-adaptation time prior to preoperative measurements. Contact lens use has been shown to affect the natural corneal curvature and thereby the refractive stability, depending upon the duration of use and type of lens. De-adaptation from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively (3) (4) (5) in order to develop an accurate treatment plan. According to the surgeon, after the treatment was aborted at 65%, the laser was reprogrammed with the initial/original treatment plan correction and ran for an additional 35% to complete the 100%. As stated in the procedure manual, during ablation, spherical and astigmatic errors are treated separately. The spherical portion of the refractive treatment is applied first, the astigmatic portion follows immediately without interruption. In this case, it is reasonable to conclude that the apparent overcorrection may have also been associated to a user's error as they reprogrammed the laser and delivered the final 35% of the treatment needed, using the initial/original portion of the treatment. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, july 1998 p. 1194-1199. Aao.org, refractive laser sx: an indepth look at lasik, a science writers guide, may 2008. Preoperative screening of ctl wear before refractive surgery, budak et al, j of cat and ref surg, v 25, apr 1998. Refractive status before and after contact lens wear, vk dada, indian jour of oph, vol 29:3. Topographical changes of the cornea, eef van der worp, silicone hydrogels editorial, october 2007. Conclusion: based on the results of the investigation of product and non-product factors, a definitive root cause could not be identified, however, the user error and the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: overcorrection. A surgeon reports that a high voltage error occurred during refractive surgery. Surgery was at 65% complete. The technician rebooted the laser, exchanged the gas and performed an energy check. The treatment was then reloaded and the first 35% of the treatment was delivered. The remainder of the treatment was aborted. At one week post-op, the pt exhibited an overcorrection. The surgeon stated he felt this pt was not harmed or injured by the event.